Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive on the "1" button in the blood glucose value screen. After troubleshooting with tandem technical support, the touchscreen responded to presses, but the customer was still unable to press on the "1" button. Tandem technical support instructed the customer to perform a pump reset in order to resolve the issue. Customer declined further troubleshooting with tandem technical support, and declined a follow-up to ensure the pump responds to presses in the reported area. Customer's blood glucose was 215 mg/dl.